Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency related to the event.

Event description:
A hospital nurse contacted fresenius technical support with a non-operational question. This unidentified patient¿s doctor had ordered the patient to stop peritoneal dialysis (pd) treatment due to low blood pressure. The nurse was requesting assistance with disconnecting the patient from the liberty select cycler. The nurse was assisted with canceling the treatment and was advised to contact the peritoneal dialysis registered nurse (pdrn) to disconnect the patient. Initial attempts to obtain additional information were unsuccessful and the reason for the patient's hospitalization was unknown. At a later date additional information was received. It was reported the patient was hospitalized on (B)(6) 2020 with a diagnosis of sepsis and pneumonia unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. It was suspected that the patient had the covid-19 virus. On (B)(6) 2020, the patient was in the hospital in treatment on the liberty select cycler when the nephrologist noted the patient to be hypotensive (values not provided). Pd therapy was discontinued in the middle of the third (last) exchange. The patient reported no symptoms at the time of the event. There were no other complaints including fill or drain problems and previously reported abdominal pain had improved. The patient¿s fluid balance was net even from the first two exchanges (volumes not provided). The suspected cause of the hypotension is related to the sepsis. No complications of pd therapy were noted or reported. No issues with the liberty select cycler were reported. The patient¿s hypotension may also have been related to being under dry weight (value not provided). The patient was administered a 500 ml bolus of normal saline and vitals improved immediately. The patient was discharged to home on (B)(6) 2020.